Event description:
It was reported that the left ventricular (lv) lead had high impedance as a result of heart surgery to place a left ventricular assist device (lvad). The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).